Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the probe in use was intermittently losing tracking functionality. The reported issue resulted in difficulty completing the patient registration. The tracking spheres on the instrument were replaced without resolution. A separate probe was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.